Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. The patient described the area as a bloody wound under the vibration box and the patient is bedridden. There was no alleged device malfunction contributing to the irritation. It's unclear if the nurse who spoke with support services applied any creams or ointments to the skin irritation. Reporting out of the abundance of caution. Follow up indicated that the skin irritation improved.